Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to dilate a moderately calcified lesion in the moderately tortuous distal left anterior descending (lad) coronary artery, a 2.5x15 trek rx balloon dilatation catheter (bdc) was advanced but was unable to completely cross the lesion due to resistance against patient anatomy and, though no force was applied, the distal shaft separated and was successfully snared from the anatomy. No other device or procedural issues were noted. The procedure was successfully completed using another 2.5x15 trek bdc with a satisfactory patient outcome. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The follow-up MDR reported the g4 date as 02/06/2016; however, the correct g4 date is 02/06/2017.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance, shaft separation and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.